Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6), one (1) controller (B)(6), and one (1) battery (B)(6) were not returned for eva luation. Two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed that the battery's connector was damaged. This damage prevented the battery from establishing a secure connection to a controller and battery charger. Additionally, the batteries discharged as expected. Internal inspection of the batteries did not reveal any anomalies. As a result, the reported power consumption issue could not be confirmed. Log file analysis revealed that (B)(6) was the patient¿s primary controller, in use at the time of the reported event. Log file analysis revealed a sustained increase in power consumption and estimated flow starting on (B)(6) 2023 leading to parameters above the normal operating range, followed by a return to baseline parameters on (B)(6) 2023. However, no high watt alarms have been logged within the analyzed period. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(6). Review of the data log file also revealed instances involving (B)(6), where the batteries' relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with a rsoc greater than 25%. Analysis of the alarm log file revealed a critical battery alarm logged on (B)(6) 2023 at 00:14:16 due to a communication error involving (B)(6). Analysis of the alarm log file also revealed a critical battery alarm was logged on (B)(6) 2023 at 07:52:08 involving (B)(6) due to the battery depleting below 10% rsoc. Analysis of the event log file revealed five (5) controller power-up events with associated pump start events logged on (B)(6) 2022 at 00:35:23, on (B)(6) 2022 at 00:29:23, on (B)(6) 2023 at 18:21:05, on (B)(6) 2023 at 12:00:56, and on (B)(6) 2023 at 02:49:09, indicating losses of power to the controller. A momentary disconnections was recorded leading up to the fifth loss of power. The controller was without power for 14 seconds, 10 seconds, 14 seconds, 12 seconds, and 11 seconds, respectively. It is likely the loss of power events related to the reported vad stops. As a result, the reported power disconnect alarms, critical battery alarms, controller loss of power associated with vad stop events, communication errors, premature power switching and pump high power events were confirmed. The batteries were lubricated prior to the release. Based on the available information, the device may have caused or contributed to the reported high power event. Based on historical review of similar events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the observed battery connector damage can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries, potentially due to a damaged battery connector. CAPA pr00574181 is investigating momentary disconnections. The most likely root cause of the reported critical battery alarms can be attributed to the patient allowing the battery to deplete below 10% rsoc and a communication error between the controller and the battery. Possible root causes of the communication errors and resulting power disconnect alarms can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to a damaged battery connector. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 09-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 d4: serial or lot#: (B)(6) d9: yes, return date: 09-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d15 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650/ catalog #: 1650/ expiration date: 31-oct-2021/ serial #: (B)(4) / UDI #: (B)(4). Device available for evaluation? No. Device available for evaluation? No, device evaluation anticipated, but not yet begun. Mfg date: 12-oct-2020, device labeled for single use: no. Patient ime code(s): e2403; imf code(s): f26; img code(s): g02002; FDA device code(s): a0705; FDA method code(s): b21 ; FDA results code(s): c21; FDA conclusion code(s): d16; heartware ventricular assist system ¿ battery; model #: 1650/ catalog #: 1650/ expiration date: 30-jun-2022/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluation anticipated, but not yet begun. Mfg date: 07-jun-2021. Device labeled for single use: no. Patient ime code(s): e2403; imf code(s): f26; img code(s): g02002; FDA device code(s): a0705; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16; heartware ventricular assist system ¿ controller 2.0, model #:1420/ catalog #:1420/ expiration date: 31-oct-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluation anticipated, but not yet begun; mfg date: 12-aug-2020 ; device labeled for single use? No; patient ime code(s): e2403 ; imf code(s): f26; img code(s): g04035; FDA device code(s): a0700; FDA method code(s): b21 ; FDA results code(s): c21; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery; model #: 1650/ catalog #: 1650/ expiration date: 31-aug-2022/ serial #: (B)(4) UDI #: (B)(4). Device available for evaluation? No. Device evaluation anticipated, but not yet begun; mfg date: 10-aug-2021; device labeled for single use? No. ; patient ime code(s): e2403; imf code(s): f26; img code(s): g02002; FDA device code(s): a0705; FDA method code(s): b21 ;FDA results code(s): c21; FDA conclusion code(s): d16 additional information has been requested regarding the patient demographics of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the patient¿s batteries exhibited several power disconnect alarms, approximately ten days later, one battery exhibited a critical battery alarm and two days thereafter, the controller exhibited a loss of power. It was further reported that the batteries exhibited power consumption issues, communication error between the controller and the batteries, and power switching was suspected. Of note, ventricular assist device (vad) stop issues and above normal power consumption was suspected. The vad, controller, and one battery remain in use and two batteries were exchanged. No patient complications have been reported as a result of this event.